Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h6 the following sections were corrected: b2 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the patella component in the packaging recall. During the procedure to address the patella revision, the tibial insert may have been removed in order to provide better exposure for the procedure or to up/downsize the component. Wear of the insert could not be confirmed from the provided information and the device was not included in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitants: 02-012-38-3011 logic tibia ps rbk insrt sz 3 11mm 5813372 203-90-22 - (3118) hall pwr pro/vers pwr plus 90x19x1.19mm 304830 203-90-01 - 11-2624 powerpro sawblade 314534 02-012-43-3040 - lgc tibia rbktray cem sz 3f/ 4t 5337166 02-010-01-0330 - lgc femoral ps cem right sz 3 6444586.

Event description:
As reported, approximately 4 years and 5 months post initial right total knee arthroplasty (tka), the patient underwent revision due to recall. The liner and patella were exchanged. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.